Manufacturer narrative:
Implant regio 26 fractured. Construction was a single crown on the implant. Patient sufferd from periimplantitis following bone loss and implant instability fracture was caused by overlaoding of the implant after 14 years in situ.

Event description:
Implant fracture.

Event description:
Implant fracture.